Manufacturer narrative:
The reported events were unacceptable threshold and ¿helix was slightly deformed¿. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported during implant that device interrogation revealed high capture thresholds and during the reposition the helix became deformed on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.